Event description:
Physician was performing an eye lid surgery when one of the two progs came off in a clean break from the instrument. The single hook piece was retrieved and discarded. No pt injury or surgical delay was reported. The instrument was purchased over 4 years ago and has been used 150-200 times.